Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the PICC was leaking where the extension tubing connects to the pink hub. PICC was discontinued and replaced with a midline. It was determined a PICC was no longer needed.

Event description:
The customer reports: the PICC was leaking where the extension tubing connects to the pink hub. PICC was discontinued and replaced with a midline. It was determined a PICC was no longer needed.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen catheter for evaluation. The catheter contained obvious signs of use in the form of biological material. The catheter body was separated and had smooth edges, indicating that the catheter was intentionally cut. After the connector assembly failed functional testing, it was microscopically examined. A small separation/hole of the distal extension line was found adjacent to the luer hub. The returned catheter body was trimmed to 16" in length. The returned catheter was functionally tested by occluding the distal end of the catheter and flushing both extension lines with water. The distal extension line/hub leaked when pressurized. A manual tug test confirmed both extension line bodies were secure within the luer hubs. After the catheter was functionally and dimensionally tested, the extension line/luer hub junction was cross-sectioned. The extension line extrusion was secured well within the luer hub. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. The distal extension line was partially separated/had a hole adjacent to the luer hub. The catheter met all dimensional specifications and device history record review was completed with no relevant findings. The probable cause of the damage was unable to be determined based on the sample provided. A non-conformance request has been initiated to further investigate this issue.